Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Device evaluated by bd.

Event description:
It was reported that the pump "failed" during use. There was patient involvement but outcome is unknown.

Manufacturer narrative:
The reported complaint of the pump module failed during use was confirmed through the review of the logs. ¿ a review of the suspect pump module error log and event log observed a channel malfunction 241.4140.0 occurred on 26 february 2024 at 12:09 am. ¿ extensive laboratory testing was unable to replicate the observed channel malfunction. ¿ it was observed that the suspect fsa patient-side pressure sensor¿s zero offset voltage (0.7899v) was outside the range of the manufacturer¿s zero offset voltage output (1.00 volts +/- 0.154 volts). ¿ testing also observed that the voltage increased to rail voltage (4.85v ¿ 5v) when light pressure was applied to the sensor and able to return to the zero force output voltage when the pressure was released. ¿ replacement of the patient-side pressure sensor observe no channel malfunction during functional testing and zero force voltage output was within the manufacturer¿s specification. ¿ the physical position/orientation of the infusion system, tubing, and patient are unknown variables that are possible contributing factors to the occurrence of this error. ¿ inspection of the pressure sensor observed the sensor to be in good condition with a date code determined to be 02 november 2016, making it over 7 years old. ¿ the administration set was not received for investigation; therefore, it could not be inspected or tested. ¿ pressure sensor tip sheet cautions to avoid pressure sensor damaged, do not apply pressure to the center of the pressure sensors. ¿ the bd alaris technical service manual defines the error code as a patient side pressure sensor issue, with the response being to replace the patient-side pressure sensor (bottom pressure). ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported error was a result of channel malfunction 241.4140.0. The root cause for the channel error 241.4140.0 was not identified. Extensive testing and inspection found no existing malfunctions with the returned pump module. The physical position/orientation of the infusion system, tubing, and patient are unknown variables that are possible contributing factors to the occurrence of this error.

Event description:
It was reported that the pump "failed" during use. There was patient involvement but outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump "failed" during use. There was patient involvement but outcome is unknown.